Manufacturer narrative:
(B)(4) conducted a review of the device history record. The review indicated that the lot was in compliance with release criteria. Returned samples were tested for total protein content, ph, and powder residue with results within specification. From the testing, there was no indication for a cause of the cited reaction. Part of the returned samples were sent to an external testing lab for additional testing. Upon completion, results will be forwarded back to ansell. On 06/22/2016 update: an external lab analysis of the glove confirmed that the levels of anti oxidants and additives on the returned samples were within specification in comparison to historical data ((B)(4)).

Event description:
Customer indicated that back of her hands were bleeding after wearing these gloves. She has worn these type of gloves for 35 years and never had a problem. Once she switched to nitrile gloves her hands got better on 06/22/2016 update: an external lab analysis of the glove confirmed that the levels of anti oxidants and additives on the returned samples were within specification in comparison to historical data ((B)(4)).

Event description:
Customer indicated that back of her hands were bleeding after wearing these gloves. She has worn these type of gloves for 35 years and never had a problem. Once she switched to nitrile gloves her hands got better

Manufacturer narrative:
Sima sempermed corp., ltd., located in (B)(4) conducted a review of the device history record. The review indicated that the lot was in compliance with release criteria. Returned samples were tested for total protein content, ph, and powder residue with results within specification. From the testing, there was no indication for a cause of the cited reaction. Part of the returned samples were sent to an external testing lab for additional testing. Upon completion, results will be forwarded back to (B)(4).

Event description:
Customer indicated that back of her hands were bleeding after wearing these gloves. She has worn these type of gloves for 35 years and never had a problem. Once she switched to nitrile gloves her hands got better.